Event description:
The customer reported that the system displayed poor image quality. The images were flat lacking contrast. There was image distortion/horizontal lines on the left monitor live video. Also the images on the left monitor were flat and not sharp.

Manufacturer narrative:
(B) (4). The flat image issue was caused by turning the autohisto off. Ip pcb was bad, causing lines in images. The ge service rep repaired the broken lemo receptacle ground pin. He showed the customer how to use the autohisto function in auto or manual mode for the best image quality. He advised the customer to order the ip pcb (B) (4) to correct distortion in images. The kv tracking and resolution meet or exceed specifications.